Event description:
It was reported that a pump under infused leucovorin to a patient in the hematology / oncology care area. It was reported the programmed infusion parameters were 123.163 ml in two hours. The customer had stated that only 2.4 ml of leucovorin were infused over a two hour period. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation confirmed that through a device history log review, the reported programmed infusion parameters on the reported day of the event. The history log shows that the infusion was never fully completed. Evaluation could not confirm or reproduce the reported symptom. The device passed flow rate testing per the preventative maintenance procedure, as well as additional flow rate testing. The device passed upstream occlusion and downstream occlusion testing per the preventative maintenance procedure, as well as additional occlusion testing. The device was determined to operate within specification in relation to the reported symptom. The device was returned to the customer.